Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed, was not detected on the bus, and required maintenance. A field service engineer found that the drawer controller board was faulty. The fse then replaced the drawer controller board to resolve the issue. Performed hardware test application gets passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer repeatedly failed and required recovery, then went off the bus and could not be recovered. A reboot was attempted, but the drawer remained off the bus and displayed "requires maintenance." Staff were unable to eject cubies or remove medications for access elsewhere. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.